Manufacturer narrative:
(B)(4). The investigation was completed on 01/26/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the cartridge lot expired on 14-aug-2017, prior to the complaint registration date of 19-jan-2018. No deficiency has been identified for ctni cartridge lot a17020.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the cartridge lot expired on 14-aug-2017, prior to the complaint registration date of 19-jan-2018. No deficiency has been identified for ctni cartridge lot a17020. On 02/09/2018 new information was received from the customer. The cartridge lot was changed from a17020 to a16312. The investigation was completed on 02/14/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a16312a.